Event description:
It was reported the control panel arm on an epiq cvx ultrasound system lowers quicker than normal. This issue was found outside of clinical use and there was no patient or user harm. The service engineer replaced the control panel arm gas struts to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.